Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿ husband reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 449 mg/dl and 376 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer also declined to troubleshot for bent cannula. The insulin pump will be returned for analysis.